Event description:
The customer reported that while the iabp was in use on a pt, she observed a squeaking noise coming from the pt's chest. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer advised that they elected not to send the pump to their biomed for evaluation. They have had no further issues with the pump. Maquet's chief med officer, reviewed details of the event and provided suggestions for additional info to be requested from the customer. Mgr compliance, contacted the customer. The source of the "squeaky noise" could not be determined based upon the customer's responses. The customer elected not to send the iabp to their biomed for evaluation, and have advised that they have had no further issues with the iabp since the reported event. The reported noise had no medically relevant consequence to the pt, since therapy was delivered successfully. We will continue to monitor complaint reports for any future similar events. (B)(4).